Event description:
It was reported that cartridge alarms occurred during insulin delivery. Additionally, it was reported that the insulin gauge was inaccurate. Customer continued to use the existing cartridge. Customer reverted to an alternate method of insulin delivery. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged alarm 30 and alarm 20 issue was verified, but the fill estimate issue could not be verified.